Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture thresholds. It was noted that the fracture was not confirmed. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.